Manufacturer narrative:
Product not returned for evaluation conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported that they could not thread the wire through on this scope. No negative impact in state of health reported.